Manufacturer narrative:
Report date: 15feb2019. Date received by manufacturer: 14feb2019. The customer's biomed confirmed the reported ac issue and reported that replacing the power supply resolved the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06feb2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The caller reported that with ac connected that the unit continued to operate from battery. There was no patient involvement. Event date not specified; estimate used.